Event description:
The device was received by the MFR for analysis with no add'l device troubleshooting or clinical data. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration sys indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The following pieces of catheter were returned for analysis: a straight pump connector and 22.3 cm piece; a 24.6 cm piece; a 17.0 cm piece to the distal tip. Final device analysis revealed a hole in the catheter caused by the pump connector pin.